Event description:
It was reported that the bd micro-fine¿ pro pen needle outer cover came off easily, and also the hub was transparent and hard to see. The following information was provided by the initial reporter, translated from japanese to english: this report was about the outer cover coming off easily. According to the user's report, the outer cover came off easily, and also the hub was transparent and hard to see.

Manufacturer narrative:
Investigation summary fourteen sealed 32g x 4mm pen needle samples and two photos were returned from lot. No. 2180168, cat. No. 320559. A functionality test was carried out on all fourteen samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pro pen needle outer cover came off easily, and also the hub was transparent and hard to see. The following information was provided by the initial reporter, translated from japanese to english: this report was about the outer cover coming off easily. According to the user's report, the outer cover came off easily, and also the hub was transparent and hard to see.